Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. Unable to verify rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test due to display anomaly. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump was damaged. The customer's father stated the reservoir compartment was stripped and the reservoir will only stay in place with tape. Customer also reported the insulin pump's screen had black lines across. Customer also experienced high blood glucose reaching 566 mg/dl. The father stated the customer's blood glucose was high from the reservoir not locking into place. The father stated the damage was from normal wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The customer's father agreed to return the product for analysis.